Manufacturer narrative:
(B)(4). Facility disposed of device. Device is not available for return and inspection. Eval code results: facility disposed of device. Device is not available for return and inspection. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had excessive bleeding from drains, 2 hours after mastectomy surgery. Patient was taken back to or to stop bleeding.